Event description:
It was reported that pt underwent knee procedure at the end of (B)(6) 2010. During surgery, the metal tab on the femoral impactor broke. No pt injury or delay in surgery was reported. Another femoral impactor was used to complete the surgery without further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to a cause of the event. No further complications have been reported. Eval is in process, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. (B)(4).